Event description:
It was reported that a revision surgery was performed on (B)(6) 2019 due to instability. A zimmer product was implanted instead. Further information was requested.

Manufacturer narrative:
It was reported that a revision surgery was performed due to instability. The associated legion oxonium constrained femoral component, legion screw on femoral wedge, legion pressfit stem, legion articular insert, quick connect pin and chisel blade straight were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Manufacturer narrative:
It was reported that a revision surgery was performed due to instability. The associated legion oxinium constrained femoral component, legion screw on femoral wedge, legion pressfit stem, legion articular insert, quick connect pin and chisel blade straight were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.